Event description:
Alaris smartsite blood infusion set that had the y tubing not connected at the drip chamber. Product ref: (B)(4), lot: (01)07613203011310. Discovered prior to spiking bag, pt not affected. Poc for (B)(6) health care system of the (B)(6) is (B)(6) within logistics dept. Reported pt staff to pt safety on (B)(6) 2018; "defective alaris smartsite blood infusion set. Y tubing not connected at drip chamber. Discovered prior to spiking bag, pt not affected."